Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2022. The caller stated that they did not give the customer dialysis for 6 days and when started emergency dialysis; in middle of night, the customer had a major heart attack. The customer had been a diabetic since 1998 and was put on steroids' for addison disease as that medicine made blood sugars go up and affected heart and body muscles. The customer¿s blood glucose was in the range of 1000 mg/dl at the time of death. The customer was hospitalized. However, the cause of hospitalization was unknown. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected by the customer as the customer reported insulin pump started leaking and was shooting too much or too little insulin and was not pumping the right amount of insulin. The customer got low blood glucose of 30 mg/dl because of this. The insulin pump will be and reservoir will not be returned for analysis. Update description summary: remove: the customer¿s blood glucose was in the range of 1000 mg/dl at the time of death. This was for the hospitalization event that occurred two years ago. The insulin pump was reported as last being worn two years prior to the customer's passing.